Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended use a protégé everflex stent to treat a fibrous lesion with moderate degree of tortuosity and little degree of calcification in the right mid common iliac artery. 80 % lesion stenosis was reported and the artery diameter was 6 mm and lesion length was 55 mm. There were no abnormalities reported in relation to anatomy. A 6f non medtronic sheath and 0.035 non medtronic guidewire were used. Embolic protection was not used. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU, with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. No excessive force used. Routine disinfection was carried out. Under the fluoroscopy, the seldinger method was used to reverse the left femoral artery overturning the mountain approach, pass through the lesion, measured the diameter and length of the lesion, and the balloon was inflated step by step. The stent was cleaned according to a standardized process and was placed along the 0.035in guide wire, positioned and deployed. The connector was rotated counterclockwise during the deploy process, the safety valve was opened and pulled back to fix the proximal handle. There was significant resistance during the pull back of the distal handle. When the surgeon was ready to withdraw the system, the stent had already been deployed. The entire system caused vasospasm, with a dissection at the distal end. After injecting nitroglycerin to stabilize, the dissection disappeared by inflating a low-pressure balloon. The patient is alive and the injury is still under observation. The device remains implanted in the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: medication was administered to relieve vasospasm. The patient is in stable condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three post-procedure photographic images of the device and its packaging were received to medtronic investigation lab for evaluation. The first image is of the protégé everflex stent delivery system in a sealed hospital facility sterilization pouch. The deployment paddles are in close proximity to each other, the outer sheath is pulled back proximal of the stent retainer, and the inner guide wire lumen distal of the retainer is kinked. A cropped enlargement was made to determine that the safety locking pin is loose. The second image is of sterilization pouch within a large zippered closure pouch. The third image is of the opened labeled protégé everflex shelf carton. Due to the quality and clarity of the image it is not possible to determine if the lot number is consistent with the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.